Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The diamondback 360 coronary orbital atherectomy device referenced in b5 is filed under a separate medwatch report number. The UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that a diamondback precision coronary orbital atherectomy device (oad) was used with a viper wire flex coronary guidewire to cross a 98% stenosed heavily calcified moderately calcified lesion in left anterior descending (lad) artery. Multiple treatments were performed and the patient was in stable condition. Angiography was performed after atherectomy procedure. After multiple passes with intravascular lithotripsy (ivl) and balloon inflations, a significant dissection and perforation were noted in the lad. A pericardiocentesis was performed and a catheter was placed. Covered stents were implanted. Open heart surgery was performed to repair the perforation in lad as the stents did not resolve the perforation. It was noted that the oad, viperwire, a non-abbott balloon and the other unknown balloons used caused or contributed to the adverse events. The procedure was completed successfully and the patient was stable.

Event description:
It was reported that a diamondback precision coronary orbital atherectomy device (oad) was used with a viper wire flex guidewire to cross a 98% stenosed heavily calcified moderately calcified lesion in left anterior descending (lad) artery. Multiple treatments were performed and the patient was in stable condition. Angiography was performed after atherectomy procedure. After multiple passes with intravascular lithotripsy (ivl) and balloon inflations, a significant dissection and perforation were noted in the lad. A pericardiocentesis was performed and a catheter was placed. Covered stents were implanted. Open heart surgery was performed to repair the perforation in lad as the stents did not resolve the perforation. It was noted that the oad, viperwire, a non-abbott balloon and the other unknown balloons used caused or contributed to the adverse events. The procedure was completed successfully and the patient was stable.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported patient perforation of vessels, vascular dissection, medical intervention and surgical intervention appears to be related to operational context. In this case it is likely that the reported patient perforation of vessels, vascular dissection, medical intervention and surgical intervention are a result of the patient¿s disease severity combined and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions).